Manufacturer narrative:
Evaluation summary: one sample returned for evaluation in a sample bag along with its original open unit pack. Visual examination of the returned sample shows the shape of the tubing has been severely altered using the stylet wire. The stylet wire was removed and 3mls of air was removed from the tracheal cuff and 2mls from the bronchial cuff. The stylet wire was replaced and the returned sample was inflated using the parameters set out in if001 and inflated without issue. The bronchial cuff was fully deflated but the tracheal failed to fully deflate. The stylet wire was removed and 3mls was removed from the tracheal cuff. The returned sample was re-inflated using the parameters set out in if001 and both cuffs inflated without issue. Both cuffs were fully deflated and no issue noted. The sample was inflated/deflated three times and no issue noted. The reported defect could only be detected when deflating the tube with the stylet wire contained in the tubing. The most probable root cause is the tracheal cuff was stretched over the tracheal cuff notch during the deflation stage of the process. All of our bronchocath products under go a four hour inflate/deflate test prior to release and it is at this stage of the process that any defects are removed from the lot. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had poor cuff and only one side bulging. There was no patient involvement.